Manufacturer narrative:
The device was manufactured on 06/14/2011 which is prior to UDI require implementation. This device does not have an UDI, and no UDI will be listed in this report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation inside the blower kit. During the evaluation, foam particles were visible.